Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump bolus attempts do not show up in the pump history. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting found that the customer's blood glucose went up due to the bolus issue. Customer will call back when they receive clamps as they want to perform the high pressure test. No further details given.